Event description:
The customer reported the device showed inconsistent ECG measurements. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. One therapy pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests and there was no fault found with this therapy pca.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device showed inconsistent ECG measurements. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.